Manufacturer narrative:
Imdrf device code (B)(4) captures the reportable event of stent failure to deploy and the risk of bile leakage post-puncture that required additional intervention to address the axios puncture site.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted in the gastric pouch to the excluded stomach during an endoscopic ultrasound directed transgastric ercp (edge) procedure performed on (B)(6) 2024. During the procedure, the physician attempted to deploy the stent first flange, however, the stent did not deploy. The stent was removed fully covered by the outer sheath from the patient and the procedure was completed with another axios stent. There were no patient complications reported as a result of this event.